Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. During the procedure the implantable cardioverter defibrillator recorded episodes of post-paced t-wave over-sensing on electrocardiograms. The device configurations were reprogrammed. The procedure was completed. The patient was recovering.